Event description:
It was reported that when a text annotation is used and the images are sent to a filmer, the annotation is shifted from the original location. The issue was detected at a customer site. There was no report of any injuries. The concern is that a physician could make a diagnosis on the wrong location that could lead to unnecessary treatment, and could result in serious injury.